Event description:
It was reported that the pump and cartridge boxes were smashed and noted to have water damage upon delivery. Customer did not open the boxes; therefore it was not confirmed if products were damaged by the water. This was conservatively filed. There was no patient involvement as the customer did not use the devices.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump and cartridges were damaged. Reportedly, the reason for the damaged cartridges and pump was unknown. There was no known impact to the customer's blood glucose.